Event description:
During an atrial fibrillation ablation procedure, the catheter shaft separated. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One duo-decapolar, bi-directional, variable radius, reflexion spiral catheter was received for evaluation. Multiple bends in the shaft and a tear in the spiral loop/shaft transition was noted. The catheter shaft did not meet specifications when deflected in either direction, and the spiral loop no longer deflected in the correct shape according to specifications, due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tear at the spiral loop transition and bends in the shaft remains unknown.